Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pressure sore under one of the ECG electrodes. The patient's physician instructed the patient to remove the device to let the sore heal. Follow-up indicated that the sore had healed.

Event description:
Additional information 05/07/2018: a us distributor contacted zoll to report that a patient was receiving a service code 204 (belt/monitor unusable). A us distributor contacted zoll to report that a patient had a pressure sore under one of the ECG electrodes. The patient's physician instructed the patient to remove the device to let the sore heal. Follow-up indicated that the sore had healed.

Manufacturer narrative:
Additional information 05/07/2018 // device evaluation summary device evaluation of electrode belt sn 59135046 has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.